Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that lap top ventilator 1200 is showing high tidal volumes. When the ventilator is set to deliver a tidal volume of 300ml, the measured exhaled volume is 500ml. When the tidal volume is set to deliver 500ml, the measured exhaled volume is 700ml. The customer confirmed there was no patient involvement associated with the reported issue.